Manufacturer narrative:
The following investigations could not be performed due to insufficient information provided (i.e. Procedure/event date, unconfirmed surgeon name, procedure type): event verification, system/instrument log review for the event, procedure information. The user facility has two davinci robotic systems. The information in section d, suspect medical device, is potentially the device used in the event. Their other davinci system is model# 380652-55, serial# (B)(6), UDI (B)(4). Device history record (DHR) review was performed on both of the davinci systems currently in use at this hospital with no non-conformances identified to be related to this event. A review of the site's complaint history does not show any reported events related to this event. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the type of procedure and the events around this patient¿s death were not reported. No allegations against any intuitive products were made. Insufficient information is available to determine if any intuitive surgical system or instruments contributed to this event.

Event description:
It was reported that after an unspecified da vinci-assisted surgical procedure, the patient expired. The intuitive surgical clinical sales representative was notified of the patient death by a surgeon; no additional information was provided. Multiple attempts to obtain further information were made but have not been successful.